Event description:
It was reported that during an unknown procedure, the clips were scissoring and not closing properly on the vessel. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.